Event description:
It was reported that the patient's catheter "got twisted" and the health care provider was able to untwist with hands. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).